Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump alarmed prime during basic occlusion test, due to loose and protruded drive support disk. Insulin pump had a cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and missing end cap sticker noted during visual inspection.

Event description:
It was reported that the insulin pump alarmed for a loose drive support cap and squirted out insulin during the manual prime. The customer was not connected to the insulin pump during the prime. The insulin pump was not dropped, bumped or exposed to moisture. The blood glucose reading was 202 mg/dl. Nothing further was reported.